Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced orienting platform flex 3, and proximal set up joint (suj) 3 to address issue. System booted to normal mode; issue is corrected. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The suj unit was analyzed but the reported failure of errors 32100 and 32096 could not be reproduced. However, the error/fault was confirmed in the logs. The unit was tested on the test platform and passed all tests. The op flex was analyzed, and the reported failure was not confirmed. However, the error/fault was confirmed via field logs. The brake connector of the unit was connected to a system, which was then started in normal mode. The unit was successfully clutched through without triggering any errors. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm)3 stopped working. Site docked usm 4 in place of usm 3 and finished the case with no other issue. The procedure was completed with no reported injury using 3 usms.